Event description:
Complainant alleged that during biomed testing, the main selector knob was missing and the device would not power up without the use of pliers. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.